Event description:
The customer reported the system displayed poor image quality. No patient injury occurred.

Manufacturer narrative:
The ge service rep found that the image resolution tool showed 1.5lp for normal, 2.9lp for mag 1, and 3.5lp for mag 2. Tracking was good at 63,72,80 for 1,2,3 coppers. Only one patient images were blurry. He advised the customer to use the system, and call back if problem comes back. A reboot might have corrected the issue.